Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a ves procedure, an artery was perforated and dissected which were repaired with a stent. After mapping the right ventricular outflow tract (rvot), transseptal puncture was performed via the fossa ovalis and the left ventricular outflow tract (lvot) was mapped. With mapping completed, (rvot, lvot retrograde approach to lvot), the physician switched to the ablation catheter. The signals in the rvot were checked again with the ablation catheter. The physician decided to proceed again via retrograde atrial access through the aorta to reach the lvot. At this time, the physician requested the nurse request the assistance of another physician with the procedure. Advancing the ablation catheter proved difficult. While waiting for the other physician, the physician wanted to attempt the approach via the fossa ovalis again. The assisting physician arrived and took over the ablation catheter and attempted the retrograde atrial route via the aorta again. After several difficult attempts, the catheter very quickly and suddenly jumped retrogradely in the atrial system toward the aorta. The ablation catheter was immediately withdrawn. The patient reported feeling dizzy and it was noted that the blood pressure was absent. Interventions were administered and the patient was quickly stabilized. The arteries were examined using contrast medium and no abnormalities were found. Echocardiography was negative for a perforation. A CT scan was performed which revealed a tiny perforation of the artery and a small dissection in the artery, it is unclear how long this aneurysm had been present. Both were repaired with a stent. There were no performance issues with any abbott device.